Event description:
The device was explanted due to alleged premature battery depletion. The patient was stable.

Manufacturer narrative:
Bench testing on the device was performed, and no sources of high current were noted. Monthly battery voltage and current trends were reviewed and no anomalies were found. Longevity assessment was performed and device was in the normal range of operation with appropriate longevity. Premature battery depletion was not confirmed by analysis.